Event description:
It was reported that an unspecified malfunction/issue occurred. Date of event is an approximation. On (B)(6) 2025, the patient called to report pairing problem and sensor failure reportedly occurring the same day. During the call, the patient noted that 2.5 weeks prior approximately (B)(6) 2025, he experienced hypoglycemic shock. The tandem screen was alarming with an unspecified alert. There was no description of estimated glucose value (egvs), or explanation of the alert/alarm. The patient was seizing and the spouse called 911. The patient was reportedly hypoglycemic with a bg of 30 mg/dl (per documentation no comparison captured between bgm and cgm). The reversal of hypoglycemia was unknown. The patient was reportedly not taken to the hospital, but rather inpatient rehabilitation for weakness. The patient was fine and recovered during the call. An attempt on (B)(6) 2025 was made to follow up with the patient for more details about the event and whether there was allegation of malfunction of the dexcom or causal relation to the hypoglycemic episode; however, the patient reportedly stated he was uninterested and ended the call. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 codes: health effect - impact code - f18 rehabilitation.